Event description:
This valve was explanted due to pv leak with resultant hemolysis confirmed by echo. According to the op report, an attempt was made to repair the leak via a right anterolateral thoracotomy; however, once the patient was taken off bypass there was still a "significant" regurgitant jet. The atrium was reopened and the valve was excised. Sjm 31mj-501 was then implanted and tee showed no reguragitation coming off bypass. The patient was reported to be in "satisfactory condition" postoperatively.